Manufacturer narrative:
The aspirate plate moves independently from the dispense plate. Slippage on the dispense plate will not cause interference with the aspirate plate. Aspirate plate slippage errors are handled correctly by the software. It was determined that software is the root cause for this event. The error has been fixed in the next software version (to be released in (B)(4) 2009).

Event description:
It was discovered in-house that recent changes for the unicel dxi 800 access immunoassay system caused a change in event notification to the user. Previously, slippage of the dispense probe plate created a red `warning' icon, event log message to be generated; the results were suppressed and only system flags were recorded during the event. After the software change, the event is now recorded as a yellow `caution' icon, with event log message, but the system continues to run and generate results without flags. There have been no reports of patient injury or change in treatment attributed to this event. There is the potential for erroneous results to be generated.